Event description:
During verification testing at the service center, unrestricted flow was noted when the door was opened.

Manufacturer narrative:
The device was received. Investigation is not complete. F10: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query hospira personnel.